Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during a generator replacement, the physician noted a small amount of blood under the right atrial lead insulation. The physician elected to place a suture sleeve over the impacted area with medical adhesive. All electrical properties were normal throughout. The patient was stable before, during and after the procedure.